Event description:
It was reported that a 70 yo female patient, initial left shoulder implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2025. The patient presented with a dislocation. The surgeon decided to change the humeral liner. When changing the liner, it was noticed the stem had come lose. The surgeon changed the stem, adapter tray and liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the customer. No device images were able to be obtained. No further information.

Manufacturer narrative:
D10: concomitants: 321-52-07 - 3.2mm drill bit sterile. 320-38-03 - equinoxe reverse 38mm humeral liner +2.5. 320-20-00 - eq reverse torque defining screw kit. 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 320-15-01 - eq rev glenoid plate. 320-01-38 - equinoxe reverse 38mm glenosphere. 320-15-05 - eq rev locking screw. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported shoulder dislocation, humeral loosening and subsequent revision reported cannot be confirmed as the devices were not returned for evaluation and possible contributions from user or patient-related conditions to the loosening cannot be determined due to limited clinical information. Contributing factors to the dislocation may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Additionally, patient has a history of previous dislocation. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.